Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the handpiece did not produce vacuum during a surgical procedure. The handpiece was exchanged to complete the procedure. There was no patient harm.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on february 4, 2008. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was manufactured on august 16, 2013. Based on qa assessment, the product met specifications at the time of release. During the use of this system; an ¿occlusion bell¿ chimes when an occlusion occurs. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Based upon the obtained information, the root cause cannot be determined conclusively. (B)(4).